Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had intermittent loss of capture at maximum outputs and a dislodgement was suspected. A lead revision was planned; however, the lead threshold stabilized with no further loss of capture. Therefore, no intervention was required on the lead and it remains in use. No patient complications have been reported as a result of this event.